Manufacturer narrative:
New information about the inspection of the device were received by the getinge sales and service unit on 2025-01-16. A getinge field service technician (fst) was sent for investigation on 2024-07-26. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The reported incident could not be linked to a device defect / failure. The log files of the reported cardiohelp device were reviewed and the error message ¿tven sensor disconnected" could be confirmed on the date of event. A follow-up medwatch will be submitted when additional information becomes available. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014-10-17. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID# (B)(4).

Event description:
During treatment, it was reported when using a cardiohelp ECMO treatment unit with hls module, there were problems in the measurement technology, which caused a low-priority continuous alarm. The error message was "tven sensor disconnected" (venous temperature sensor is derived via the venous measuring head). Even after replacing components and reconnecting the measuring technology, whereby both measuring heads were also compatible (taught-in), the alarm could not be switched off. After contacting clinical support at getinge, the alarm could not be switched off after all causes had been ruled out. Only a restart of the cardiohelp with pump stop would lead to the error being overwritten/deleted. With the pump stop performed pump stop, a brief no-flow situation occurred in a patient who was completely dependent on ECMO. Desaturation occurred. Complaint ID: (B)(4).

Manufacturer narrative:
A follow up will submitted when additional information become available.

Manufacturer narrative:
It was reported that there were problems in the measurement technology, which caused a low-priority continuous alarm. The error message was "tven sensor disconnected" (venous temperature sensor is derived via the venous measuring head). Even after replacing components and reconnecting the measuring technology, whereby both measuring heads were also compatible (taught-in), the alarm could not be switched off. After contacting clinical support at getinge, the alarm could not be switched off after all causes had been ruled out. Only a restart of the cardiohelp with pump stop would lead to the error being overwritten/deleted. With the pump stop performed, a brief no-flow situation occurred in a patient who was completely dependent on ECMO. Desaturation occurred. The customer confirmed that there was no harm to the patient due to the desaturation. Further, it was confirmed by the customer confirmed, that only ¿tven¿ was affected. The venous temperature is measured over the venous probe, which is part of the cardiohelp device. As there was a desaturation of the patient, a report is required. A getinge field service technician (fst) was sent for investigation on 2024-07-26. No part was replaced. The fst performed safety, calibration, and functionality checks to factory specifications. All function tests are passed. The log files of the reported cardiohelp device were reviewed and the error message ¿tven sensor disconnected" could be confirmed on the date of event. A medical review was performed by getinge medical affairs on (B)(6) 2025 with following conclusion: "the reported event explains that a patient that was fully dependent on ECMO experienced desaturation as the decision was made by the medical staff to restart the cardiohelp because of a low-priority-alarm (tven sensor disconnected) that could not be resolved / deleted after multiple attempts without rebooting. The customer explained in the complaint report that the venous probe was swapped with another sensor. It is possible (as a potential root cause) that the alarm arose due to the external venous temperature sensor not being fully connected to the hardware. It is further described in the IFU to reconnect the sensor to the cardiohelp or to replace the external sensor cable for the sensors. The exact root cause for the alarm to appear to be indeterminable barring more details from the customer. However, an analysis of the logged data of the cardiohelp that was run out by getinge¿s life cycle engineering resulted in the conclusion that: ¿there is currently only one explanation for the complained behavior: the venous probe has nothing to do with the entry 7004 tven disconnected. This message is only recorded if tven (ext) is disconnected. The connection tven could have had a temporary 'loose contact' due to the handling of the 'vp disconnect', it is possible that the tven connection was able to display values temporarily again.¿ in total, the assumption is that the cardiohelp did not lead to the reported desaturation of the patient, as the investigation by the service resulted in the conclusion that the device has no technical issues. The root cause for the desaturation appears to be associated with rebooting of the console during the course of support." In the instructions for use (IFU) of the cardiohelp (chapter "cleaning and disinfection") the cables and the whole device should be cleaned after each use to remove soiling or residual blood. Furthermore, in the IFU chapter "connecting the sensors" it is stated that the sensors must be kept clean. To monitor the patient temperature the venous temperature is measured by the venous probe. Further in case of a failing arterial/venous temperature sensor an external sensor can be connected (refer to IFU, chapter "connecting external temperature sensors"). According to the IFU of the cardiohelp chapter "messages", if the measured values are above high limit or below low limit of the set limits and if the sensor is defective the system generates a visual and acoustical alarm. The review of the non-conformities has been performed on (B)(6) 2025 for the period of 2014-10-17 to 2024-06-28. It does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The device was manufactured on 2014-10-17. In addition, a review for potential field actions and capas related to the failure and product in this complaint was performed. This complaint is not in scope of any ongoing field actions and/or capas. Based on the results the reported failure "tven disconnected" could be confirmed, but no was not related to a device malfunction. The customer will be informed about the results by the getinge sales and service unit. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary's trending program and additional investigations or corrections will be implemented in case of adverse trending. Note: no UDI number has been included in the section d4 unique device identifier (UDI) since this machine (cardiohelp) has been manufactured on 2014-10-17. All maquet cardiopulmonary class ii products manufactured until 2015 do not have UDI entries. Therefore, no UDI number is available.

Event description:
Complaint ID# (B)(4).